Event description:
It was reported that the stent was crushed. In 2011, the target lesion was located in an innominate artery. A express¿ stent was implanted in the target lesion. Images revealed that the stent was fully open. The procedure was completed with this device. In (B)(6) 2015, computed tomography (CT) was performed and it was noticed that the stent was crushed. The physician planned to treat the crushed stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
If implanted, give date: 2011. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).